Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris smartsite¿add on bag access device leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when the add on bag device spiked the bag the drug started leaking out of the back end (with the one way valve) of the device. No leaking was seen from the smartsite connection.

Manufacturer narrative:
H.6. Investigation: one 10013365-0006 sample was received for investigation in opened packaging from lot 21075560, the product was received connected to a baxter IV bag with glucose solution inside. Functional testing involved connecting the sample to the IV bag and allowing fluid to flow under gravity; leakage was observed from the bottom of the bag access device. A visual inspection of the sample identified the source of the leakage to be from a small hole to the membrane within the spike port adaptor. The details of this feedback were forwarded to the manufacturing site for investigation. Their investigation could not determine a definitive root cause for the customer's experience, however the hole is likely to have been generated during moulding of the spike port adaptor component. In order to detect defects of this nature, the component is subjected to a 100% leakage testing protocol, during which any affected products would be segregated and disposed of. In this instance it is likely that the affected components were not correctly segregated and continued onto subsequent assembly steps due to human error. A review of the production records for lot 21075560 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Event description:
It was reported while using bd alaris smartsite¿add on bag access device leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: when the add on bag device spiked the bag the drug started leaking out of the back end (with the one way valve) of the device. No leaking was seen from the smartsite connection.